Manufacturer narrative:
No product was not returned as the fractured portion remains in situ but a photograph was provided confirming the alleged complaint. No radiographs could be provided. Based on investigations for previous, similar events, fractures may occur due to off-axis forces applied during any in-situ twisting of the implant to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies, can occur due to off-axis impact with a mallet, can occur due to micro motion at the implant / inserter interface if the cage is not fully threaded onto the inserter, and/or can occur if the cage is over-tightened onto the inserter. The disc space must be properly trialed and distracted in order to prevent damage to or fracture of the implant during impaction. Additionally, coroent xl+ cages are intended to be used with interbody slides or a distractor tool in order to prevent their fracturing during impaction. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time. No additional investigation required. Manufacturing record review: review of the device history records noted no material non-conformances, no manufacturing errors, and no discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. All devices met acceptance criteria upon release. Labeling review: "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique) ¿" "...pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." "...handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." H3 other text : device remains in situ.

Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure on unknown levels of the spine. During the procedure during insertion of a vertebral interbody the implant fractured in patient around the inserter engagement feature. The fractured portion was removed from the patient but the surgeon elected to leave the remainder of the fractured portion in situ. There was no adverse consequences to the patient as a result of the device failure.